Event description:
It was reported that the tip broke. Procedure was completed with a back-up device. No significant delay or patient injury reported.

Manufacturer narrative:
The reported multifix s-ultra 5.5mm knotless anchor device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer's complaint cannot be confirmed. From the information provided, "the tip broke." An exact root cause cannot be determined without evaluation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.